Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing (nsrvo) was observed. Upon reviewing remote transmission via merlin.net, nsrvo was suspected due to far-field p-wave oversensing. No lead damage was suspected via x-ray. Programming changes were made. Patient was stable.